Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the device was dead when attempting to communicate with her patient programmer (pp). The hcp reported that further access of the pp screen, indicated the device was discharged. The hcp also reported that the patient was in a motor vehicle accident and during that accident, it caused a device malfunction. The hcp did not know what type of malfunction to the device. No further complications were reported.